Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt developed a lump that is "red and gushy and gets bigger and smaller at the point where the catheter enters the spine". Per the reporter, the pt could not walk on the previous day and had collapsed after getting out of the shower. The pt also had a couple of falls forward. Additional info has been requested from the hcp, but was not available as of the date of this report.